Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture on right ventricular lead was observed during post-implant device check. The lead was repositioned the following day without any complications on (B)(6) 2018. Patient was stable.